Event description:
Spontaneous: patient's wife made a new cassette and is trying to prime it using the backup pump but it's tripping a high-pressure alarm. Nothing is clamped/kinked. Instructed patient to attach a new tubing and then try priming again which she was able to do successfully. No gap in therapy or adverse event reported. Tubing lot# 4365468. No further information. Did the reported product fault occur while in use with the patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual product available for investigation? Unknown. Did we replace product? No. Did the patient have a backup product they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. Reported to cvs/caremark by: patient/caregiver.